Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The customer was provided a replacement device to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The issue was identified during evaluation at bench repair. During evaluation at bench repair the device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.